Event description:
A couple of weeks after treatment with bovine collagen the pt observed hard nodules and redness at the treatment sites. The physician diagnosis; hypersensitivity. Intralesional kenalog was used as an intervention.